Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis: device photograph(s) for the device related to the reported event of anxiety-product/procedure and capsular contracture was reviewed on 02-july-2020. Visual analysis of the photographs identified it appears to have the cloudy gel labeled left, and it shows white and pink biological tissue. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported exchange of textured breast implants due to the patient¿s concern with the product. Healthcare professional reported additional event of capsular contracture baker grade unknown. Device has been explanted. This record is for the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., b.5., h.6.

Event description:
Healthcare professional confirmed baker grade iii.